Event description:
It was reported that a skin irritation causing rash, redness, swelling, and discomfort had occurred while wearing the pod on the insertion site arm between 4 and 24 hours. The patient's blood glucose values rose above 250 mg/dl. Following pod removal, the patient frequently observed a rash at the adhesive site and a red, swollen bump at the cannula insertion site. The redness and swelling were reported to improve within hours, while the adhesive-related rash typically resolved within one day. The patient also reported that pod insertion was consistently painful and that the cannula could be felt during wear, with increased pain occurring during delivery of larger boluses. Abdominal wear was described as less bothersome and arm wear as the most tolerable despite the presence of scar tissue. The patient managed symptoms with hydrocortisone cream and occasionally used skin tac and coconut oil for pod removal. Additionally, the patient reported experiencing suspected pod leakage, identified by elevated glucose levels, wet adhesive beneath the over patch, and the smell of insulin upon pod removal. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.